Event description:
It was reported that the catheter broke off during an onyx embolization treatment procedure. The broken segment was successfully retrieved from the patient with an ensnare and atrieve retrieval device. Same event as MDR# 2029214-2012-00541.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).